Event description:
A transfer set has been replaced because of leaks of the peritoneal dialysis fluid through the tubing. Transfer set was placed in january 2005. No pt injury or medical intervention was associated with this incident.